Event description:
During surgery proceure, after inserting needle catheter into c6-7 disc tissue, distal tip of catheter fragmented in disc tissue. Procedure was stopped and pt was taken to recovery with no apparent deficits or related pain. Unable to remove fragments.